Manufacturer narrative:
The reported pump stoppage was confirmed per the evaluation of the submitted system controller log file. However, the suspected driveline damage was not confirmed. It was reported that the patient had pump stoppages upon interrogation of the device. However, the patient did not report any alarms. A submitted log file confirmed a pump stop on (B)(6) 2017 while the system was connected to the power module. A driveline repair was conducted on (B)(6) 2017. A section of the left ventricular assist system (lvas) driveline, approximately 18.5 inches long from the connector, was returned for evaluation. The driveline had undergone a clam shell repair, and minor silicone sleeve damage was identified underneath it. Rescue tape was present from ~1 inch to ~4 inches and from ~11 inches to ~14.5 inches from the metal connector. Damage to the silicone sleeve was identified underneath the tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at ~1 inch and ~4 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue, however, the entire driveline was not returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 8 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on(B)(6) 2012. It was reported that device interrogation revealed pump stoppages. The patient denied receiving any alarms for the events and was reported to be asymptomatic. The manufacturer's technical services representative reviewed the submitted log file and observed one pump stoppage which appeared to have occurred while the lvad was connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. Post repair, there were no immediate alarms. On (B)(6) 2017, the customer submitted an additional log file for review to confirm there were no issues post driveline repair, since the patient was scheduled to be discharged home. Log file analysis did not show any unusual events after the driveline repair; however, the customer requested an ungrounded patient cable for use while on power module support since preliminary evaluation of the replaced driveline segment did not confirm the location of the suspected wire issue.